Event description:
It was reported that during an auto cart (minced cartilage) knee surgery it was noticed that foreign material is present in the collected cartilage material after it has been introduced into the insertion sleeve (needle, tuohy). Per complaint reporter there was no harm for patient, operator or third party. No further information received. With case (B)(4) information was provided that the same error occurred previously with no further information available, therefore this case was created.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.